Event description:
It was reported that pump insulin gauge displayed amount different than caller expected, with pump showing 70 units while caller expected more than 200 units, and displayed units remained static until level reached 70 units before changing. There was no reported impact to the customer¿s blood glucose level. Caller continued using same cartridge despite discrepancy, and no additional actions or support interventions were reported.